Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Balloon inflation issues that can result in deployment issues can be affected by, but not limited to, anatomical conditions, manufacturing, contamination in the inflation lumen, contrast mix ratio, or damage to the device or stent. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a target lesion in the heavily calcified renal artery. Pre-dilatation was performed twice and the herculink stent delivery system was advanced to the target site. The delivery system balloon was inflated to deploy the stent; however, the balloon did not fully inflate and the stent was not fully expanded. The stent delivery system was removed, with the stent remaining in place at the target lesion. A dilatation catheter was then advanced into the stent and was inflated to fully expand the herculink stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.